Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. There was no reported adverse impact to the customer. The customer indicated that a new cartridge would be loaded onto the pump and declined further assistance or follow up contact from tandem technical support.